Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2017 they had infusion set issues. It was not giving him insulin and his blood glucose level got over 400 mg/dl. The customer would bolus and waited and hour but nothing would happen. The sensor reading on the graph was over 400 mg/dl with an arrow going up. They removed the set and the cannula was bent. They will be sent a replacement for their sensor. The device will not be returned for analysis.